Event description:
It was reported that the system 9800 has intermittent keyboard failures. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjusted power supply and disconnected ir remote which is not used on this system. The system was tested and found to be working as intended and placed back into service. Ge service rep to order a cpu and system interface circuit board and install as a preventative measure.